Manufacturer narrative:
The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0876 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. Possible under delivery anomaly not confirmed. Unable to verify motor error alarm on the event date 16-jul-2024 in the pump history file due to no data available. No motor error alarm noted during testing. The motor was tested outside of the pump and passed. All buttons function properly during testing. No unresponsive buttons noted. No damage noted on the keypad traces. The following were noted during visual inspection: cracked belt clip slot. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Unable to verify motor error alarm on the event date 16-jul-2024 in the pump history file due to no data available. Please see below when reviewing the history download file. The pump was stored for an extended period without a battery. The pump was able to download the pump history file, but it was corrupted. There was multiple a47 alarm in the pump history due to corrupted history file. There was no data available in jul-2024 in the pump history file. Unable to list the total insulin delivered on the event date 16-jul-2024 and the 7 days prior to that date due to no data available. Unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date 16-jul-2024 in the pump history file due to no data available. Unable to perform the history review 1 week prior to the event date 16-jul-2024 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Motor error alarm unknown. Keypad/button unresponsive/button error not confirmed. A47 alarm in the pump history due to corrupted history file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia also customer reported a motor error alarm, possible under-delivery anomaly, and a keypad anomaly. The customer reported a blood glucose value of 420 mg/dl. The customer reported hyperglycemia and diabetic ketoacidosis were treated with hospitalization: overnight stay, ems/ambulance/ER visit, no treatment, no treatment, hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion) with the symptoms of confusion/disorientation, dehydrated. The event involved product(s) mmt-754wws. Troubleshooting was performed and the customer has been using the insulin pump system within 48 hours of the reported high bg event. It was unknown whether the customer was using the auto mode feature at the time of the event. No further patient complications were reported. Mmt-754wws was requested and the customer response was the device will be returned.